Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a laparoscopy for a small bowel obstruction on (B)(6) 2012 by dr (B)(6) and a recurrent ventral hernia was identified, and the small bowel was adhered to the mesh. The procedure was converted to an open procedure and the mesh was removed from the small bowel. Another mesh was implanted. On (B)(6) 2016 he had another bowel obstruction and dr (B)(6) found the small intestine densely adhered to the mesh and all mesh was removed. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.